Manufacturer narrative:
The event date is estimated. The referenced stroke the patient experienced on (B)(6) 2018 is reported on medwatch MFR report # 2916596-2018-03354. Approximate age of device: 2 years and 8 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had an elevated lactate dehydrogenate (ldh) and pump thrombosis was suspected. The patient had an elevated ldh of 1532 u/l (upper limit of normal at lab is 250 u/l) and hemoglobinuria. The patient was started on a heparin infusion and plavix in addition to continuing on aspirin. A pump exchange was being considered, but the patient suffered a cerebral vascular accident (cva) on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The relevant sections of the device history records (documents #151291, 152326, and 152816) for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015 via customer order (B)(4). The patient remains ongoing on (B)(4). No additional complaints have been reported at this time. No further information was provided. The manufacturer is closing the file for this event.